Manufacturer narrative:
The investigation is not yet complete. A supplemental report will be submitted to FDA upon completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay. Date of testing, swab type and sample type not provided. Confirmation testing generated positive results (diagnostic methodology and CT values not provided). Attempts to gain further information were not successful. The customer reported that a trauma patient had the ID now covid test done through the emergency department. There was quite a bit of blood on the specimen. While awaiting confirmation testing, the patient was admitted on the regular intensive care unit floor, and many clinical staff were exposed. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
The required intake information, such as the kit's lot number and logfiles, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.